Manufacturer narrative:
UDI section and operator of device are unknown. No product information has been provided to date. A product sample was received for evaluation. Visual and functional testing were performed. The lcd screen was cracked and it was determined that the root cause of the issue was impact damage, which was likely caused by customer. Because of the age and condition of the device it has been deemed beyond economical repair and will be scrapped. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the pixels on the screen are broken. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.